Event description:
In 2006, a patient underwent emergent open heart surgery. As the physician was repairing the ascending thoracic aorta, the aorta disintegrated distally. Five gore tag thoracic endoprostheses were implanted. During the procedure, the patient lost one liter of blood. The patient expired in 2006 from adult respiratory distress syndrome. An autopsy will not be performed and the devices will not be returned to w.l. Gore & associates.

Manufacturer narrative:
The devices remain in the patient. A review of the manufacturing paperwork is being conducted. Please note: five gore tag thoracic endoprostheses were implanted (tg3410/lot# 04284163, tg3410/lot#04347544, tg3415/lot#04253406, tg3415/lot#04322634, and tg4020/lot#04206108).